Event description:
A patient was implanted with a distal radius plate and screws on (B)(6) 2012. About 4 weeks post operative the plate and two screws were noted as broken. The patient was returned to the operating room on (B)(6) 2012 for removal of broken hardware. The screw shafts remain in the patient. This report is #1 of 3 for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The examination of the raw material inspection sheets and the manufacturing papers shows that the chemical composition, microstructure and mechanical properties are in compliance with the international standards and astm f67. The dimensions were found to be in accordance with the technical drawing of the producer and ao asif specifications. We assume that the va lcp distal radius plate became highly stressed during the functional postoperative and follow up phase. The plate had to absorb and neutralize forces that may have been greater than the tolerable load. Based on the structure of the fracture surfaces we can conclude that the investigated implant failed because of fatigue and overload. A failure resulting from either a material defect or the manufacturing process can be excluded.

Manufacturer narrative:
Device used for treatment, not diagnosis. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.

Manufacturer narrative:
Subject device was received and is currently in the evaluation process. No conclusion can be drawn at this time.